Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the output connectors were broken and additionally noted that the battery and display wires were pinched though the insulation was not compromised and that four errors were noted which prompted the main printed circuit board to be replaced as a preventive. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported the atrial and ventricular connectors are broken. The epg (external pulse generator) was returned for repair. No patient complications have been reported as a result of this event.